Manufacturer narrative:
Neither the devices nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery, two (2) creo mis locking caps were found to have come loose post-operatively.